Event description:
The customer was obtaining high blood glucose results on the device and took insulin. They experienced a hypoglycemic event and the device read 240 mg/dl. Emts were called and they checked pt's glucose at 40 mg/dl. Pt was treated with d50. Level 1 glucose control was out of range on the system. The device was replaced and requested to be returned for evaluation.